Manufacturer narrative:
Death date: (B)(6) 2017. Event date: (B)(6) 2017. Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-06316. (B)(6) clinical study. It was reported that the patient died. In (B)(6) 2014, the patient presented with unstable angina and the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery extending up to the mid lad with 80% stenosis and was 36 mm long with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of 2.75 x 24 mm and 3.00 x 16 mm study stents. Following intervention, the residual stenosis was 0%. Eight days later, the patient was discharged on aspirin and clopidogrel. In an unknown date in (B)(6) 2017, the patient was diagnosed with heart failure. No actions were taken to treat the event. The patient died due to the heart failure.